Event description:
Pt received a sulzer orthopedics acetabular shell implant. The device was explanted. Preoperative diagnosis: failure of left hip replacement due to lack of in-growth of acetabulum. Postoperative diagnosis: same as preoperative diagnosis. Procedure: revision of left hip replacement. Visualization indicated no bone in-growth.